Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient with an unexpected outcome in the right eye post intraoperative aberrometry assisted cataract surgery. The patient noted vision was not improved and everything was blurry. The patient was seeing several of an object instead of just one and had lots of halos at night. The patient had to expand the font on the computer to be able to read and felt vision was worse than before surgery. The doctor planned an explant. Additional information received from the doctor reported it was decided to rotate the intraocular lens (iol) instead of explanting. The iol was rotated from about 140 degree position to approximately 35 which corrected the prescription very well according the intraoperative aberrometer measurements. It reduced his astigmatism to about a third of a diopter and spherical equivalent should remain about the same since the lens was not extracted. The doctor felt this was the safer approach and will work well for the patient.

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).